Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue ¿the input button was not working (pca dose cord)¿ and was confirmed. The cause was the patient controlled analgesia (pca) dosing cord plug was pushed into the pump interior together with the connector bolus socket and was resolved by replacing the mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the input button was not working¿; during device evaluation it was found there was a high alarm: pca dose cord button stuck. This high priority alarm was related to pca dose cord plug issues and input issues and has the potential to interrupt therapy if the alarm were to occur during patient use. Patient involvement was unknown.